Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving baclofen with concentration 500 mcg/ml at a dose rate of 100 mcg/day via an implantable pump for movement disorders and intractable spasticity. It was reported that a motor stall was seen at initial interrogation. Multiple motor stalls and recoveries was indicated in addition to stopped pump period may exceed tube set. The date of event was (B)(6) 2018. The patient did not recently have magnetic resonance imaging. Electromagnetic interference (emi) or magnetic interaction was denied. It was further reported that low battery reset and safe state later occurred. These alarms occurred (B)(6) 2018. The possible occurrence of repeated resets, low battery resets, and safe state was being considered. Pump replacement was being considered. The pump was reprogrammed to simple continuous. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was indicated that the patient had went in for a refill and the pump showed motor stalls. No rotor study was performed. The pump was replaced. The patient was without injury. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding who initially reported the event to the company representative, it was noted that the patient was seen at a refill appointment and it was discovered by the physician assistant (pa); the event was then reported to the manufacturer. It was noted that it was stopped because of multiple motor stalls and then they replaced the pump as planned. Regarding the multiple motor stalls, tube set, reset, low battery reset, and safe state, it was noted that the cause was not determined. The patient had no issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
The initial report indicated product problem only and is now being changed to adverse event and product problem regarding additional information received. Update: regarding additional information received, the type of reportable event is changed from initially being a reportable malf unction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp) and a company representative. It was noted that another pump motor stall occurred on (B)(6) 2018. The patient was receiving oral medications to offset any symptoms of withdrawal. The pump¿s event logs showed elective replacement indicator (eri) on (B)(6) 2018. Options of minimum rate, silencing active alarms, or turning the pump off was reviewed at the time of the report. The hcp stated that turning the pump off was the best decision at this time. The pump off password was provided to the hcp. A replacement was scheduled for (B)(6) 2018.

Manufacturer narrative:
Analysis of the pump revealed a pump motor feed through anomaly regarding shorting across the insulator. If information is provided in the future, a supplemental report will be issued.